Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of recurrent pulmonary emboli with pulmonary hypertension was scheduled for vena cava filter placement. The patient was prepped and draped in sterile fashion. The right common femoral vein was accessed and multiple views were taken of the vena cava which was long, straight and approximately sized. The filter was deployed without difficulty at the l3 vertebra, inferior to any branching veins. Completion venography demonstrated excellent placement of the filter with no tilting present. Manual pressure was applied and the patient tolerated the procedure well without complication. Approximately nine months post filter deployment, the patient presented for filter retrieval. The patient was prepped and draped in sterile fashion. The right internal jugular vein was accessed and an inferior vena cava venogram was performed which demonstrated a patent inferior vena cava. The snare device was advanced in an attempt to retrieve the filter; however, the filter was tilted with the hook embedded into the caval wall. The filter was unable to be retrieved. The procedure was concluded and manual pressure was applied to the right neck. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately nine months post filter deployment, the patient presented for filter retrieval. An inferior vena cava venogram was performed which demonstrated a patent inferior vena cava. The snare device was advanced in an attempt to retrieve the filter; however, the filter was tilted with the hook embedded into the caval wall. The filter was unable to be retrieved. Based on the provided medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter. Per the provided medical records, the filter was noted to be tilted. A tilted filter could lead to difficulties retrieving the filter. It is unknown how the filter became tilted. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition precautions: - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately nine months post vena cava filter deployment in a patient with history of recurrent pulmonary emboli with pulmonary hypertension, the patient presented for filter retrieval. The right internal jugular vein was accessed and a snare device was used in an attempt to remove the filter; however, the filter was tilted with the hook embedded into the caval wall. The filter was unable to be retrieved. The procedure was concluded and manual pressure was applied. No additional information was provided in the medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of recurrent pulmonary emboli with pulmonary hypertension was scheduled for vena cava filter placement. The patient was prepped and draped in sterile fashion. The right common femoral vein was accessed and multiple views were taken of the vena cava which was long, straight and approximately sized. The filter was deployed without difficulty at the l3 vertebra, inferior to any branching veins. Completion venography demonstrated excellent placement of the filter with no tilting present. Manual pressure was applied and the patient tolerated the procedure well without complication. Approximately nine months post filter deployment, the patient presented for filter retrieval. The patient was prepped and draped in sterile fashion. The right internal jugular vein was accessed and an inferior vena cava venogram was performed which demonstrated a patent inferior vena cava. The snare device was advanced in an attempt to retrieve the filter; however, the filter was tilted with the hook embedded into the caval wall. The filter was unable to be retrieved. The procedure was concluded and manual pressure was applied to the right neck. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately nine months post vena cava filter deployment in a patient with history of recurrent pulmonary emboli with pulmonary hypertension, the patient presented for filter retrieval. The right internal jugular vein was accessed and a snare device was used in an attempt to remove the filter; however, the filter was tilted with the hook embedded into the caval wall. The filter was unable to be retrieved. The procedure was concluded and manual pressure was applied. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: a device history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine months post filter deployment, the patient presented for filter retrieval. The patient was prepped and draped in sterile fashion. The right internal jugular vein was accessed and an inferior vena cava venogram was performed which demonstrated a patent inferior vena cava. The snare device was advanced to retrieve the filter; however, the filter was tilted with the hook embedded into the caval wall. The filter was unable to be retrieved. The procedure was concluded, and manual pressure was applied to the right neck. Therefore, the investigation is confirmed for alleged filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.